Manufacturer narrative:
The date of MFR is unk. The user facility did not report a lot number to the referenced device. (B)(4).

Manufacturer narrative:
(B)(4). The pivot (pvt) valve was returned for investigation. Visual inspection found the inflation line was cut. All manufacturing controls were reviewed and found acceptable and effective to detect the reported failure mode. An inflation deflation test is performed for all taperguard products. The operator inspects all products for no leaks and segregates the defective parts. Cuts of this magnitude at the time of manufacturing would have been detected during the inflate deflate test and removed from the lot. The cut condition on the pvt inflation line is not confirmed as related to manufacturing process.

Event description:
The user facility reported that the physician noticed the tracheal tube pilot balloon had fallen during use. It was reported that the device was tested prior to use. Though requested, add'l pt info was not available at the time of request.